Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Patient underwent an ultrasound guided-local anaesthetic injection into the greater trochanter approximately two years post implantation due to thigh pain. No further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent an ultrasound guided-local anaesthetic injection into the greater trochanter approximately two years post implantation of left total hip arthroplasty due to thigh pain. It was further reported the patient continued to experience pain. The pain is reported to be related to the initial procedure, and not device related.